Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that 6 years after an intraocular lens (iol) was implanted, it subluxed becoming dislocated in the eye. The lens was removed and replaced by another iol. Additional information was requested.

Manufacturer narrative:
The lens was returned with a capsular tension ring adhered to a sterile strip inside a sealed pouch. Solution and blood was observed. No damage was observed to the lens. The tension ring was unbroken. The lens was cleaned. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The reported complaint of "lens explanted, subluxation of lens" cannot be determined. (B)(4).